Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance since implant and there was a suspected loose screw. The pocket was re-opened and it was noted the left ventricular (lv) lead had been previously implanted but the connector port was plugged during the initial implant procedure due to inability to find "good placement" and achieve optimal sensing/thresholds. The lv lead was then connected and it was observed by the physician that there was a "kink at the distal end of the rv lead" and the rv lead was "not screwed right." Therefore, the rv lead was unscrewed and screwed again. The lv lead, rv lead and cardiac resynchronization therapy - defibrillation (crt-d) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted beginning 2015 (B)(6), four ventricular sensing integrity counts (sic) were observed and no episodes available to verify lead noise oversensing and inappropriate shock. It was also noted during the week of 2014 (B)(6), right ventricular (rv) coil impedance measured 240 ohms and the impedance remained high and variable.